Event description:
It was reported when using the bd pyxis medbank tower drawers were offline and users could not be able to login to access the system. The customer disconnected cabinet power and tried a different outlet but it's not powering on the cabinet. The customer stated that the user was unable to remove medication to the patient during the malfunction and there was no delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-dec-2022 to 04-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline due to a faulty power module on the cabinet. A field service engineer replaced the power module and internal control board (136713-01) to resolve the issue. After reassembly of the power module and the medbank tower top cover, the station was powered on, and the cabinet energized and initialized. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers were offline due to a faulty power module on the cabinet. A field service engineer replaced the power module and internal control board (136713-01) to resolve the issue. After reassembly of the power module and the medbank tower top cover, the station was powered on, and the cabinet energized and initialized. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medbank system drawers were offline and users could not be able to login to access the system. The customer disconnected cabinet power and tried a different outlet but it's not powering on the cabinet. The customer stated that the user was unable to remove medication to the patient during the malfunction and there was no delay in patient care. There were no adverse events or injuries reported based on this event.